Event description:
It was reported that upon interrogation of a new pacemaker, it was noted that the pacemaker exhibited incorrect diagnostic measurement that caused false episode being recorded. There were no patient involvement reported.

Manufacturer narrative:
Reported event of incorrect measurement was not confirmed. The pacemaker was returned for analysis. Analysis of the device image indicated the device was within normal range of operation. The programmed date noted in field is consistent with the device being programmed to ship settings during production and automatic mode switch (ams) episodes noted are due to handling of device. Longevity assessment was performed and found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.